Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.50/+1.5/151 (sphere/cylinder/axis). The lens flipped inside the eye, the surgeon attempted to reposition the lens but was unsuccessful. The lens was removed and the backup lens was implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Corrected data: b5-the reporter indicated the surgeon implanted a 13.2 vticmo 13.2 implantable collamer lens of diopter -14.5/+1.5/151 (sphere/cylinder/axis) into the patients left eye (os), reportedly, the "lens flipped inside the eye, surgeon tried reposition the lens, however he couldn't so the backup lens was used". The lens was repositioned. The lens was explanted and a back up lens of the same model, length was implanted. Reportedly, "I have had no news that there are any issues otherwise with the patient/implanted lenses, I would say that no news is good news!". H6-health effect- impact code: "4629" should be removed and code "4627" should be added. Claim# (B)(4).